Manufacturer narrative:
The actual device was not returned for evaluation. Without the return of the used sample a probable cause cannot be determined. Three new packages of (B)(4) units each were received on 10/13/2025. No visual damages or anomalies were observed. The new samples were tested, and no leaks were observed. The samples performed to product specifications. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Three new packages of ten units each. List # 011-h3427, 10 units of transfer set tubing pur, y-clave®, rotating luer were received for investigation. Testing is not yet completed.

Event description:
An email was received regarding a 10 units of transfer set tubing pur, y-clave, rotating luer alleging a leak during patient use. When placing the chemotherapy bag, before connection, liquid (cyclophosphamide) trickled down the tubing and fell onto the nurse's left forearm. The liquid seemed to flow drop by drop from the plastic part of the connector, below the bag's striker. No leak was noted when the pharmaceutical bag was released; the preparation was carried out by an experienced preparer who did not perform any action different from usual. There was no human harm reported.